Event description:
A surgeon used gynecare intergel off-label in a small bowel resection and adhesiolysis operation in 2002. Post-operatively, the pt experienced progressive abdominal pain and was found on subsequent laparotomy to have an anastomotic dehiscence with a localized leak and a diffuse peritonitis of uncertain etiology, which the surgeon characterized as an adverse reaction to intergel. Update: additional info was provided. The pt had elective lysis of adhesions and a small bowel resection. They went home 6 days later but was readmitted through the emergency room for overnight monitoring 2 days later with progressive lower abdominal pain without fever, chills, or vomiting but with mild nausea. Initial labs demonstrated normal leukocyte, amylase, and lipase levels; and plain films revealed no free air or other signs of intra-abdominal complications. Abdominal symptoms and distension progressed over the first 24 hours, and an ng tube was placed, revealing copious bilious output, without relief of symptoms. An abdominal CT scan revealed contrast leakage confined to the left lower quadrant and significant ascites, and they were taken for an exploratory laparotomy. Intraoperative findings reported "acute adhesions, serositis, and peritonitis" and an anastomotic dehiscence leaking bilious bowel content. "There was no odor, but all of the peritoneal surfaces, both visceral and parietal, were very thickened, covered with fibrinous material, and this reached up over the dome of the liver in both subdiaphragmatic spaces, the the lesser sac, and on all the exposed surfaces of their small and large bowel." The fluid in the abdomen was "yellow to amber-colored" with fibrinous exudate.